Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketoacidosis. Caller stated that the customer's sensor was giving incorrect readings, his blood glucose reading was 269 mg/dl, then the blood glucose started to drop and it was 102 mg/dl at the time of admission. Caller stated that the customer was diagnosed with stomach virus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.